Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. Though requested, no additional info was provided.